Event description:
The patient was implanted with a siltex saline mammary prosthesis on 2/23/96. Subsequently, the patient experienced capsular contracture, chronic pain and discomfort and unacceptable cosmetic results. The device was removed on 11/10/98.